Event description:
Event description "cpi" received info that this implantable cardioverter defibrillator(ICD) would not pace or sense correctly and that telemetry issues were encountered during attempted implant.